Event description:
It was reported that 4 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 4/2005 the pt presented to the cath lab. The lesion being treated was a moderately calcified, 90% stenotic lesion in a mildly tortuous left anterior descending artery (lad). The lesion was pre-dilated with a 2.5 x 20 mm maverick balloon. After pre-dilation the physician successfully deployed a taxus express2 - 2.50 x 16 mm stent. 4 days later the pt returned to the cath lab with a stent thrombosis. The physician attempted to cross the thrombus with many different devices, however, was still unable to cross the thrombus. The physicain then decided to send the pt for bypass surgery. Pt status is reported as "fine"